Manufacturer narrative:
No additional information was received from the journal author. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The event investigation is on-going as a request was made for additional information to the journal author. Celiker a, olgun h, karagoz t, ozer s, ozkutlu s, alehan d. Midterm experience with implantable cardioverter-defibrillators in children and young adults. Europace. 2010 sep 18: epub before print. (B)(4).

Event description:
Boston scientific crm was notified that a journal article titled " midterm experience with implantable cardioverter-defibrillators in children and young adults" contained information that identified complications. This (B)(4) study was undertaken to review experiences with implantable cardioverter-defibrillator (ICD) implantation in children with relatively different aetiologies. . One guidant sq lead was included in this study. There were 31 implantations of new devices (28 medtronic, 1 guidant, and 2 st jude medical) during the follow-up. The study listed complications including inappropriate shocks (due to sinus tachycardia, t-wave oversensing, and electrogram noise due to lead fracture). Other complications included failure to convert vt/vf, lead connection issues, lead dislodgement and infection. Additionally, there was a report of a patient death due to ventricular fibrillation (vf) sensing issues (attributed to an acute issue with a competitor lead).

Event description:
--